Manufacturer narrative:
Investigation pending.

Event description:
Caller reports power supply cord at the indicator light is slightly melted and no longer powers on meter. Batteries that may not be new also failed to power on meter. Site has back up generator that has been running a lot lately and may be causing surges in power. Replacements power cord sent, but this did not resolve the issue.